Manufacturer narrative:
This report was filed by the MFR. The customer's report that the syringe pump shut off was confirmed and replicated during testing. Physical inspection of the source pcu confirmed that the female iui connector had contamination on pins #2 and #14 that caused the associated syringe modules on the left side of the pcu to lose power when they were manipulated. The iui connector was also found to be cracked and is believed to be a contributing factor. Contaminates were also found on various iui pins on the returned associated devices. Review of the pcu logs confirmed that multiple channel disconnect/loss of power events occurred on the day of the event; the user acknowledged the channel disconnect messages by pressing the confirm key on the pcu keypad after each event. The condition of the iui's suggest that the customer review their current cleaning and preventative maintenance inspection processes to ensure they are following the recommendations and instructions outlined in the directions for use, specifically the supplemental dfu and alaris system maintenance. The root cause of the customer's report is attributed to fluid contamination on the pcu female iui connector contacts.

Event description:
Customer reported pump shut off during transfer of pt. The pcu shut off not allowing the anesthesiologist to administer medication. There was no pt harm or medical intervention. Although requested, no further pt or event info was provided.